Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s right ventricular autothreshold (rvat) test was "all over" and the left ventricular autothreshold (lvat) test has not taken a test. Technical services (ts) reviewed the reports and noted that right ventricular (rv) threshold was on trend and auto was on for the lvat. Ts provided a potential cause for the lvat failure. Ts suggested reprogramming and troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the capture was questionable on both right ventricular (rv) lead and left ventricular (lv) lead channels. Ts reviewed the reports and confirmed loss of capture (loc). Ts recommended rv and lv threshold testing in person. The device remains in use. No adverse patient effects were reported.